Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending section cover had a cut. Due to a cut on the bending section cover, insulation resistance value at distal end did not meet the standard value. Due to a pinhole on bending section cover, water tightness was lost. The adhesive on the bending section cover was detached. The nozzle was deformed. Due to deformation of the nozzle, water removal ability did not meet the standard value. The connecting tube had a scratch and wrinkle. The suction cylinder was dirty. The universal cord and s-cover had a scratch. The plastic distal end had a dent. The light guide lens had a crack and chip. Due to wear of the angle wire, the bending angle in up/down/right direction did not meet the standard value. Due to wear of the angle wire, the play of up/down/right left knobs were out of the standard value. Due to wear of the k-wire, the forceps raising angle did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, during annual inspection, the bending section cover on the evis exera ii duodenovideoscope was leaking. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The exact cause of the event couldn¿t be exclusively identified. However based on the following investigation results, it is likely that the reprocessing steps recommended in the instruction for use (IFU) were not performed completely due to leak from the device, which made foreign material remain at/around forceps elevator. As a result of olympus medical systems india (omsi) inspection, leak due to a-rubber pinhole was confirmed. - in a similar case, it was confirmed that the IFU recommended reprocessing steps were not performed completely due to leak from device, which made foreign material remain at/around forceps elevator. According to the information provided by omsi, the user were trained in reprocessing steps. We considered that the user performed reprocessing with olympus recommended steps. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. Corrected data: g3: the aware date for the initial manufacturing report # 8010047 - 2022 ¿ 05305 was march 6, 2022.

Event description:
Additional information was received from the reporter. The customer followed the cleaning, disinfection, sterilization (cds) steps as per olympus training and the instructions for use (IFU). The possibility of usage of the device with foreign material on a patient was not confirmed or reported by the user. No patient impact or infection reported.